Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amplatzer torqvue delivery system. Heparin was administered during the procedure as the only therapeutic intervention in order to maintain an act target between 250¿350. The patient¿s act levels during the procedure included values that were high/out of range <400, as well as readings of 187 and 366. During the procedure, shortly after the device was deployed and the team was assessing the success of the deployment, they observed what appeared to be a thrombus forming along the pulmonary vein (pv) ridge. This observation was made using tee imaging, which was the imaging modality used throughout the assessment. After multiple unsuccessful attempts to position the device appropriately, the physician to decide to abort the case due to concerns about the device not seating safely within the appendage and the potential presence of a thrombus. The physician subsequently recaptured the device and withdrew it through the same 14f amplatzer torqvue delivery system. Transesophageal echocardiography (tee) imaging showed the suspected thrombus being removed simultaneously, leading the team to assume it had been captured within the sheath. After the device was fully removed and examined, a fabric-like string was identified on the device¿s surface. The physician confirmed via tee that no thrombus remained once the device had been removed. The retrieved material was determined to be foreign fabric-like material rather than thrombus after the physician manually picked it off the device and examined it directly. The material was not attached to the device but was present on it during inspection. The patient did not appear to experience any adverse reaction or clinical impact. A final tee evaluation showed no remaining material within the left atrium. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.